Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection reflin 1 g once daily (route and duration not reported) and intraperitoneal fortum 1 g in one bag each (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient recovery status was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the peritoneal effluent fluid was clear and the patient was recovered from the previously reported peritonitis event (previously, the outcome was unknown). Should additional relevant information become available, a supplemental report will be submitted.